Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely on the third day of wear and was unable to obtain scan readings. The customer became hypoglycemic, experiencing "shaking, unable to talk, confusion" and a loss of consciousness, and required the treatment of sugar provided by a third party. There was no report of death or permanent injury associated with this event.